Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil was unable to advance through another manufacturer's catheter. The physician used another coil to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil was intact with the pusher assembly. The pet-lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 112.0 and 116.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not push through the microcatheter. Evaluation of the returned product revealed that the coil was fully intact and not damaged. The coil was able to advance distally through a representative microcatheter without issue. The coil encountered some resistance when kinked areas of the pusher assembly were inside the catheter. This damage to the pusher assembly not noted in the complaint and likely occurred as a result of pushing the coil against resistance through the microcatheter. The microcatheter being used was not described and was not returned for evaluation. The ruby coil appears to be fully functional. These devices are 100% functionally tested and visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.